Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 889 mg/dl while wearing the pod longer than 48 hours on the abdomen. Symptoms reported include vomiting, shortness of breath and overall weakness. The patient was diagnosed with diabetic ketoacidosis and treated with blood pressure medication, IV fluid, insulin drip, potassium drip, and magnesium drip. The patient was hospitalized for more than 4 days.